Event description:
Customer reported erroneous high access vitamin b12 test results were obtained for nine pt samples when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range. Test results were reported out of the lab. Repeated analysis was performed. For eight of the nine pts, the retest result was above the reference range. Only one of the nine pts produced a retest result that was within the normal range. No reports of death or serious injury. And no affect to pt treatment as a result of this event.

Manufacturer narrative:
The customer identified test results of >5500 pg/ml were generated instead of the typical test result of >1500 pg/ml. After reviewing the calibration curve, the customer identified the s5 calibrator concentration stated 5500 pg/ml on the printout. The calibrator card states 1500 pg/ml for the s5 calibrator concentration. The customer rescanned the calibrator card to program a new calibration curve. The s5 calibrator concentration scanned into the instrument as 1500 pg/ml. The customer repeated the pt samples with test results of 1000 pg/ml and greater. Of the nine samples retested, only one had retest results in the normal range. The customer stated that they scanned the calibrator card during the original calibration. Quality control was within the customer's established ranges during the time of the erroneous result. A system check performed on (B)(6) 2010 met specification. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add¿l reportable events.